Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked at the junction of the drip chamber and the tubing. The reporter stated that the device had been used for an infusion of intravenous ¿prehydration¿. After completion of the infusion, the device was then spiked into intravenous cisplatin. The leak was noted after spiking. There was no patient involvement. No additional information is available.